Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was showing eol. Patient lost therapy. The device was explanted and a new device was implanted. Therapy was restored. Patient was stable.